Manufacturer narrative:
In the case description, the user reports the pdm unexpectedly delivered 11 units of insulin within an hour. The user also reports a hazard alarm occurred soon after the reported uncommanded bolus. Investigation confirmed a pdm error occurred on the date of occurrence with an error code of 05-50023-06551-002. The log files showed the pdm error was an uncaughtexception error that occurred attempting to 'invoke virtual method on a null object reference'. The exact cause of the pdm error could not be determined. No additional boluses were observed in the insulin history or log files outside of the user's reported schedule boluses. Investigation found no issues with the pdm's ability to communicate with a pod and deliver a bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported un-commanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) delivered multiple un-commanded boluses. The patient's blood glucose (bg) levels were not high and the patient had not eaten. The patient reported a major insulin reaction due to 11 units of insulin delivered unexpectedly by the pdm. The patient's bg levels dropped to 43 mg/dl. The patient required assistance from coworkers who administered two bottles of (B)(6). Shortly thereafter, the pdm experienced a hazard alarm. The pdm is planned to be replaced. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).